Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database-related error that resulted in login failure and prevented the user from accessing the station, even though it was online in rss, indicating a maintenance and retry state. A technical support specialist (tss) had remotely dialed into the station, identifying it as being stuck in a maintenance and retry condition, and completing the necessary repair steps as per the knowledge article (drop failed for database "dsclientoltp") to restore normal functionality and allow successful login. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not communicating and displayed an unexpected data error: cannot open database message during login. The login attempt failed, prevented the user from proceeding past the screen. Despite this, remote smart service indicated that the station remained online.however, there were no delays or adverse events or injuries reported based on this event.